Manufacturer narrative:
The insulin pump passed functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump alarmed button error followed by inermittent buttons due to corroded keypad traces. No display ramping on its own noted. The insulin pump was received with a scratched lcd window.

Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis, with a blood glucose of 350 mg/dl. The customer stated that she had changed the infusion set, but continued to experience elevated blood glucose levels. When the customer removed the infusion set at the hospital, the cannula was bent. The customer had initially called to report that the buttons got stuck when attempting to press the up arrow. The customer stated that the numbers keep ramping up on their own. Advised the customer that the insulin pump would be replaced. Nothing further was reported.